Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead became unstable and would not remain in the fixated location. The lv lead was not implanted. No patient complications have been reported as a result of this event.